Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation, the battery charger/modem was unable to power up. The cause for the failure was isolated to a defective power supply brick. The power supply unit was not outputting dc voltage. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the defective power supply brick. The pt rec'd a replacement battery charger/modem.

Event description:
The sister of an (B)(6) male pt called zoll customer support to report that the pt's battery charger/modem was not powering up. The pt was issued a replacement battery charger/modem.